Event description:
Customer reports an infusor containing morphine. Catapressan, marcain in d5w to a total volume of 60ml overinfused its contents over 4 days of pt use instead of an anticipated 5 days. No further details available. Customer reports no adverse clinical reaction.